Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed, and it was noted, that there was a light scuff/mark on the bag. Functional testing including leak, clear passage, and clamp function testing were performed, with no issues noted. The reported condition of damage to the bag was verified. However, the reported condition of a leak was not verified. The cause of the damage could not be determined. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was unspecified damaged to an ultra set disposable disconnect y-set. The patient detected this issue at home after treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B5: upon follow up, it was further reported that a leak occurred. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.